Manufacturer narrative:
(B)(4). (B)(4). Broken; bent; damaged floor, malformed clip the analysis results of the er320 found that it was received with the floor bent. Therefore, during functional testing the jaws did not properly collapse resulting in clips with gaps. No conclusion could be reached as to what may have caused the found condition of the floor. However, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. Vascular access was obtained through the femoral artery. The greater than 90% stenosed and de novo lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. Upon attempting to advance the 24mm x 2.25mm taxus liberte (mr) ous stent to the target lesion, the stent strut became lifted. The stent was not released in the patient. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they were able to use the device but when the clips came out, the metallic part cut. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).